Event description:
Part of dialysis blood tubing separated. No patient involvement. Fresenius medical care combiset-hemodialysis blood tubing set with priming set and transducer protectors. Lot # 20cro1124. FDA safety report ID# (B)(4).